Manufacturer narrative:
Age/date of birth: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). (B)(4). Device evaluation: the product testing could not be performed as the product was not returned (the device was discarded by the customer). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviation or nonconformance was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that after loading and injecting the intraocular lens (iol) in the anterior chamber (ac), the leading haptic failed to unfold and it was found to be cracked near the haptic/ optic junction. The lens had to be cut in the ac and was removed. A non-johnson & johnson 3 piece iol was used as the replacement lens. There was an incision enlargement; however, no other surgical interventions were required. There was a ten (10) minutes delay in procedure. It was noted that the device was discarded by the customer and is not available. No further information was provided.